Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same patient involving two separate products.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6), 2004 and subsequently expired on (B)(6), 2004 after the use of the product.